Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000090826.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode due to potential impedance on the lead. As such, surgical intervention may take place to address the issue.investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: per additional information received (b5) this device no longer meets the reportability criteria.

Event description:
Additional information received indicates that lead impedances were normal. No intervention was taken on the lead.